Manufacturer narrative:
Approximate age of device - 5 years, 8 months. Manufacturing evaluation conclusion: a direct relationship between the device and the patient¿s reported expiration could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation due to the account not submitting a log file. Death is listed as an adverse event that may be associated with the use of heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms at home. On (B)(6) 2018, the patient was found unresponsive when the patient¿s mother attempted "top performed" a system controller "exchanged and panic". The patient was transferred to a local hospital where he was pronounced dead. Cause of death was not reported. Account was unable to confirm if an autopsy had taken place. The pump was not explanted and will not be returning for evaluation. No further information was provided.